Event description:
A report was received from (B)(6) with info stating that during pt use, the 'low pressure' alarm was not audible; however the light emitting diode (led) lit up and there was a visual alarm. The pt was manually ventilated and then transferred to another ventilator. There were no negative pt consequences reported.

Manufacturer narrative:
The user facility inspected the device and confirmed the reported issue. The user facility reported that the membrane was identified to be defective as the 'alarm silence/reset' button intermittently worked. No additional info was provided by the customer. (B)(4).